Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
During surgery for l5 compression fracture, after cutting cage (cat#336610060: 10 mm diameter, 60 mm length) into 15 mm, then an endcap large 0 degree was assembled. And, after placing the bone graft, the surgeon tried to assemble the endcap large 5 degree however, the endcap would not be assembled completely thus, the surgeon removed some bone graft inside the cage and again tried to assemble the endcap however, it was the same result. Thus, the surgeon continued to impact the endcap then the 4 prongs of the endcap appeared to be bent inward upon impacting and made the endcap too loose to be assembled with the cage as a result. (At this time, the endcap inserter was used.)